Event description:
Dealer states stability lock on the right side is intermittently failing. The initial reporter has been contacted for detail on this incident. Reportedly the powered wheelchair was delivered to the end user (B)(6) 2012. The device is used indoors and outdoors. The stability lock turns right off. There is no harm or injury reported. The part will be replaced.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4) is approximately 6 months old. The owner's manual part number 1143190, rev.k(mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.